Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a pseudocyst during a cyst drainage procedure performed on (B)(6) 2023. The stent was deployed under direct endoscopic visualization. During the procedure, the axios stent was successfully implanted; however, when the delivery system was removed, it was noted that the inner sheath was detached. Subsequently, the inner sheath was pushed into the cyst and the axios stent was dilated to 13.5mm. The cyst was accessed with a small gastroscope and the inner sheath was removed using forceps. The axios stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Block h10: according to the complainant, the axios stent remained implanted and will not be available for return; therefore, a technical product analysis could not be performed. However, photos of the complaint device were provided, and it was observed that the inner sheath was detached and kinked. Media analysis confirmed the reported events of inner shaft/sheath detachment of device or device component and inner shaft/sheath kinked. Based on the available information, there is not enough evidence to determine whether the cause of the reported events was due to the physician's technique during the procedure, or due to the anatomical conditions, or was related to a device malfunction. The investigation concluded that, without analysis of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a probable cause of the event. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.